Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had an algorithm issue. There was an alleged wrong matching score. A new wavelet template will be taken. Shutting off wavelet is discussed at the moment. It was also reported that the atrial lead had high impedance which triggered an alert and unstable impedances and thresholds. The lead showed sensing of artifact. Lead fracture is suspected. Lead revision is being discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.